Manufacturer narrative:
Amulet laao registry: registry reports 2 cardiovascular procedure deaths which are considered death events was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. B2 - date of death: the earliest date of death was used. D6a - implant date: the earliest implant date was used.

Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 2 cardiovascular procedure deaths which are considered death events. The relationship of the death to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between (B)(6) 2023 ¿ (B)(6) 2023. Patients¿ mean age is 80 years, ranging from 77 - 84 years. The patients are male.